Event description:
The customer reported the system made a popping noise then would not produce x-rays. No patient injury was reported.

Manufacturer narrative:
A ge service representative evaluated the system and replaced the x-ray tube. No patient injury was reported.